Manufacturer narrative:
This report is a response to uf report # (B)(4). Several attempts were made to recover the device for evaluation, but the device was not returned, so an analysis of the device could not be completed and device failure could not be confirmed. A DHR review was completed and no anomalies were found. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report. We have assigned complaint number (B)(4) to this report.

Event description:
Event desc: amt g-jet slid out of patients abdomen. G-jet was not sutured to patient, bulb was found to be deflated. Unk if bulb was inflated when placed in surgery, unk if bulb was tested by surgical team prior to inflation. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).